Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: device not returned is n/a which was reported on initial report. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and device fractured into 2 pieces. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial impactor head fractured while butting in the tibial persona implant. No fragments were left in the patient. Attempts have been made and no further information has been provided.